Event description:
The customer reported experiencing high blood glucose and changing the infusion set twice. The customer called back and reported being in the emergency room due to high blood glucose of 580mg/dl. Troubleshooting was performed, and the customer mentioned having problems with the quick infusion sets. He stated that the site was checked and there was blood behind the clear plastic cap; there was blood coming out and no insulin was going in. The customer had a severe neuropathy in his hands for over 15 years and he could not push the small white buttons on the side of the serter. Then the customer's wife posted that the customer was having problems with his quick infusion sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.